Event description:
It was reported that the procedure performed was to treat moderately calcified, moderately tortuous left anterior descending coronary artery that is 80% stenosed. After the implantation of a non-abbott stent, a 2.50 x 8 mm nc trek neo balloon was used for post-dilation. The nc trek balloon ruptured at 12 atmospheres. A non-abbott balloon that was inflated to 14 atmospheres was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the previously implanted stent and/or moderately tortuous and moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.